Manufacturer narrative:
The device was received for evaluation. Visual inspection of the sample did not identify any abnormalities that could have contributed to the reported condition. During evaluation, the device was able to load and run a set successfully and had passing results. A flow rate accuracy test was performed with no issues noted. A review of the event history log (ehl) was performed, and it was noted that there was the presence of the reported flange sensor failure message. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log. The mechanism/flange assembly and front panel gasket will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed a system error 21502 (flange sensor failure). This occurred out of the box in the biomed service department. There was no patient involvement. No additional information is available.